Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump kept alarming no delivery alarm. The customer reported that the blood glucose went up from 96 mg/dl to 613 mg/dl after waking up. The customer stated that they treated the high blood glucose by bolus with the insulin pump. The customer's blood glucose was 160 mg/dl at the time of incident. Troubleshooting was done. The insulin did exit and the insulin pump did not alarm no delivery alarm after troubleshooting. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.